Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. D4 UDI# : (B)(4).

Event description:
It was reported that a surgeon was performing an seeg case. While positioned on the first trajectory, lf1c-cb, the rosa software shutdown, returned to the rosa brain home screen and disconnected the controller. Because of an earlier, already reported issue, the patient folder was not able to be reopened and patient registration had to be performed again. This caused around a 45 minute delay to the case, additional anaesthetic was provided to the patient. Once registration was redone, case proceeded as expected.

Event description:
It was reported that a surgeon was performing an seeg case. While positioned on the first trajectory, lf1c-cb, the rosa software shutdown, returned to the rosa brain home screen and disconnected the controller. Because of an earlier, already reported issue, the patient folder was not able to be reopened and patient registration had to be performed again. This caused around a 45 minute delay to the case, additional anaesthetic was provided to the patient. Once registration was redone, case proceeded as expected.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the unexpected restart of the device during the process is due to the virtual memory mismanagement. This issue will be addressed through the continuous improvement process of our products.